Event description:
The customer reported a pads defib and pacer test failure in opcheck.

Manufacturer narrative:
The customer reported a pads defib and pacer test failure in opchek. The device was evaluated at philips, and the failure was confirmed. Replacing the power pca resolved the failure.